Manufacturer narrative:
The device remains implanted with no change. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, device longevity displayed 2 years remaining. Approximately five months later, device longevity displayed elective replacement indicator (eri). Technical services was consulted and discussed possible causes for the longevity. The patient did experience some shortness of breath (sob) from the loss of rate response, however on adverse patient effects were reported. The local field representative reported the physician was just questioned why at this point with no reported intevention being performed at this time.